Event description:
A follow up called was made to requested more information on the customer's hospitalization. It was stated that the customer went into diabetes ketoacidosis while being on the insulin pump due to the insulin pump malfunctioning. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.